Manufacturer narrative:
Corrected: the customer institution has been confirmed to be (B)(6).

Manufacturer narrative:
The field service engineer (fse) confirmed the reported problem. The fse replaced the cpu, pm pcb, mc pcb all simultaneously, unit powers on and cycles normally, reprogramed serial #, hours and options, no other problems found, performance verification passed.

Event description:
The customer reported a vent inop occurrence. The fse clarified that the customer reported a black screen with a beeping alarm at start up. No patient involvement.

Manufacturer narrative:
This failure was caused by a defective flash ic u1 (lot code: p33b85). Installing a good fi test flash ic u1 corrected the failure. The customer returned power management (pm) board was tested and no failures were identified. The customer returned motor controller (mc) board was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop occurrence. Patient involvement is unknown.